Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The water supply from auxiliary water channel was unsmooth. The channel tube was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the water supply from auxiliary water channel on the evis lucera elite gastrointestinal videoscope was unsmooth. The issue was detected during reprocessing. The intended diagnostic procedure was completed with a similar device with no surgical delay. No patient injury reported. During the evaluation of the device, it was noted the auxiliary water channel was clogged by foreign material due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of the auxiliary water channel was clogged by foreign material due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
Correction: e2 was inadvertently selected in the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to the following: 1) since pre-cleaning was not performed immediately after the case, it became difficult to remove foreign substances in the secondary water supply channel.2) inadequate reprocessing of the secondary water channel.3) other than sterilized water was used for secondary water supply.4) the device was used in the case without the auxiliary water tube or the auxiliary water inlet cap attached to the auxiliary water outlet, so foreign matter flowed back into the auxiliary water supply channel. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspection of the auxiliary water feeding function: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection". 2) "note that the luer port on the maj-855 includes a one-way valve to prevent backflow - do not use the maj-855 without the luer port in place, otherwise backflow of contaminated material may occur and equipment damage or patient injury may result". 3) "when the auxiliary water tube is not connected to the auxiliary water inlet, be sure to have the auxiliary water inlet cap attached to the auxiliary water inlet. Otherwise, patient debris or fluids that back flowed may drip out of the auxiliary water inlet". 4) "all channels of the endoscope, including the auxiliary water channel (where existing), must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope ". Olympus will continue to monitor field performance for this device.